Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (BG) level that was displayed as "High", although specific value was not provided. Customer addressed elevated BG by a correction injection via manual insulin therapy. Customer reverted to an alternate method of insulin therapy.